Event description:
It was reported that the pt had felt like she had the flu and went to her physician for a pump refill. At the time of refill, the physician noticed that all of her medication was still present in the pump. The pump had "stopped and she said that her pump was "clogged." It was unknown if a motor stall occurred and if it was recorded in the event logs. She stated that the pump was removed in 2008 and that the pump was with her and not sent in for analysis. The pt's current status was stated as being "good." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4)